Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 18. Details of surgery: ridge augmentation. On (B)(6)2025, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility and increased sensitivity. No further patient complications were reported.